Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recently was found to be operating in safety mode. Boston scientific technical services was contacted, and emergent replacement was recommended to resolve the event. Exhaustive attempts were made to the field for information regarding the explant procedure, but no further details were able to be provided. At this time, the crt-p remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recently was found to be operating in safety mode. Boston scientific technical services was contacted, and emergent replacement was recommended to resolve the event. At this time, the crt-p remains implanted and in-service. No adverse patient effects were reported.